Event description:
It was reported that within 10 days of the implant procedure, the right ventricular lead had increased threshold. The chest x-ray appeared to show the lead in the same position as after implant, however the physician thought there may be a microdislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)